Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 year, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. It was reported that the patient had disconnected the lvad prior to death. The spouse had called the implanting center around 11:30 pm pdt to speak with the lvad clinician and explained that she had come home to find the patient down and the device disconnected. The spouse was instructed by the lvad clinician in reconnecting the driveline, and 911 was called. The patient was pronounced dead by emergency services (ems). The lvad clinician instructed the ems team member in removing the system controller. The patient had not been certified by the implanting center to be alone, and the spouse had been the designated caregiver. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.